Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/16/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast saline implant after a mammogram. During evaluation of the device it revealed there was a crease located at posterior view, also a tear within crease was noted measuring approximately 0.2 cm. No other anomalies were discovered. It is possible that the rupture might occurred by the trauma that patient experienced on her breast after the mammogram. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and / or reoperation: deflation. Concomitant products: 560cc mentor smooth round high profile saline breast implant, catalog: 3503560, lot: 6910928, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 560cc mentor smooth round high profile saline breast implant experienced left sided deflation post procedure. Patient stated that she experienced trauma after a mammogram six months ago (date unknown). As a result, patient had an explantation on (B)(6) 2019. The left-sided deflation was confirmed by a physician upon explantation.